Event description:
Litigation papers allege, the patient suffered discomfort and popping of the left hip, pain, loss of enjoyment of life, negative impact on activities of daily living, and elevated metal levels in the blood.

Manufacturer narrative:
Update: (B)(6) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. No reason for revision provided. Decontamination report received. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 04/07/2014 - medical records received. Patient was revised to address cup loosening. Upon revision fluid and granulation tissue was noted. The information received does not change the MDR decision. This complaint was updated on: 05/04/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.